Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A technician reported multiple patients with diffuse lamellar keratitis post lasik enhancement procedure. The site switched to disposable instruments previously to rule out any issues with the instruments or autoclave but it has not made a difference. The site is currently working to figure out environmental and air quality testing to measure particulates or any other airborne contaminates in the air. The doctor is still questioning if it is laser related and inquired about dropping the energy of the laser. Some patients required flap lifts but it is unknown which patients. All patients' symptoms have resolved. There are multiple related reports for this event. This report addresses the patient (B)(6) right eye, and additional manufacturer reports will be filed for the other patients.

Manufacturer narrative:
A review of the device history record traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service on site history showed no abnormalities that could have contributed to this event: the laser was successfully verified prior to the day of the treatment. Review of the logfile for the day of treatment shows no relevant error messages or warnings. During the start-up the system passed all initialization steps without any relevant deviation. The user performed the gas change, skipped the scanner test and performed the necessary energy, eyetracker and fluence test without any issue. The logfile shows multiple successfully performed treatments. During preparation of treatment for patient's right eye, a warning message appeared. Bed position and selected eye check occurred. It is not possible to see whether user corrected patient bed position or not in the logfile. The treatment for the right eye was performed successfully without interruption. The user performed an energy check before this patient. No technical problem can be identified during the logfile review. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).